Event description:
Iit was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) visited the emergency room (ER) due to experiencing tachycardic and heart racing symptoms. During the visit, the patient was assessed and found to have elevated heart rate pacing about 120 to 130 beats per minute (bpm). It was noted that the patient was found to be experiencing heart failure symptoms and was admitted. The health care professional (hcp) called technical services (ts) and requested a consult review of the device programming. Ts reviewed the provided data and noted that the device appeared to be functioning as programmed. Ts discussed programming optimization options with the hcp. At this time, the device remains in service. No additional adverse patient effects were reported.